Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was completed on (B)(6) 2021. It was also reported that on (B)(6) 2021, the patient presented to the clinic for a follow up where it was noted that the right ventricular lead exhibited loss of capture. The lead configuration was reprogrammed from bipolar to unipolar and capture was achieved. During the device change procedure on (B)(6) 2021, the right ventricular lead was capped and replaced. The patient tolerated the procedure well and was discharged from the hospital the following day. Related manufacturer reference number: 2017865-2021-23822.